Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Clarification to d4: mcghan 360cc. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted.